Event description:
It was reported that a patient implanted with an implantable pacing system (ipg) was deceased as of (B)(6) 1988. The device was implanted on (B)(6) 1988 and the cause of death was reported as hemopericardium due to perforated right ventricle (lead perforation). The report also stated that the device was relevant to the death of the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no lead information available and the event occurred more than five years prior to the device return. There is no further information available that will be obtained due to information to complete any follow up is not reasonably known. The manufacture date was not available and if this information becomes available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.